Event description:
It was reported that the user experienced hyperglycemia after a supply change, with a fingerstick blood glucose of 450 mg/dl, and elected to disconnect from the ilet and administer a subcutaneous insulin pen dose; no visible infusion set issues were observed, and the user was advised to remain disconnected for at least two hours and to replace supplies before reconnecting. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included self-management with manual insulin dosing and temporary pump disconnection without reported medical intervention or hospitalization. Investigation included customer care troubleshooting and user education. Investigation of this case revealed an unclear cause for the hyperglycemia event, with no confirmed device or infusion set malfunction identified based on user inspection and reported data. It was concluded that the event was attributable to hyperglycemia of unclear cause, with appropriate user guidance provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.